Event description:
It was reported via repair work order that the zoom had intermittent functionality due to a cracked zoom load cell handle weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.